Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-22929. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the right atrial and right ventricular lead both exhibited high impedance. It was also noted that there may have been a loose set screw or some form of header damage on the generator that maybe causing the high impedance. Further information was requested however, was not provided. There were no patient consequences.